Event description:
The patient reported to her dentist that while she was eating, the abutment and screw fractured inside her mouth. She notified the dentist on (B)(6) 2014. She took the fractured pieces to the dentist and had an impression taken for tooth #9.

Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.